Manufacturer narrative:
(B)(4): the patient underwent mesh implantation with concurrent procedures of total abdominal hysterectomy and bilateral salpingo-oophorectomy due to stress urinary incontinence and menorrhagia. It was reported that after implantation the patient experienced pain, infection, bleeding, dyspareunia, vaginal scarring, organ perforation, no libido and urinary/bowel problems. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient burning with urination, urinary frequency, atrophic vaginitis, recurrent urinary tract infections, vaginal dryness, vaginal irritation, urge incontinence, urgency, and vaginal discharge.

Event description:
It was reported that following insertion the patient burning with urination, urinary frequency, atrophic vaginitis, recurrent urinary tract infections, vaginal dryness, vaginal irritation, urge incontinence, urgency, and vaginal discharge.